Manufacturer narrative:
(B)(4). Insulin pump alarmed pump error during motor rewind. After further review, the motor was unable to turn due to a jammed gearbox. Unable to perform displacement, rewind, prime, seating, basic occlusion, force sensor, and occlusion tests due to pump error .

Event description:
Information received by medtronic indicated that the insulin pump had a alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. Customer stated self test was passed and rewound successfully. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.